Event description:
It was reported to boston scientific that a suture cinch was used in an esd procedure on (B)(6) 2025. During the procedure, the esophageal stent was placed in the esophagus successfully. Multiple bites were taken with overstitch nxt and the t-tag was dropped so cinching could be completed with the suturing cinch. The technician loaded the suture through the suture cinch and the cinch was passed down the scope, over the suture. The technician extended the cinch out until the rings on the catheter were visible and applied minimal pressure to the suture. The technician was not able to deploy the cinch. It did not cut the suture and deploy no matter how hard they squeezed. Finally, they "snapped" the cinch and we used the appropriate bailout technique where the cinch's handle is snapped and they manually pull on the wire with a coker or instrument. This did not work either even with considerable pulling on the wire. Finally, the suture ended up giving way and the cinch pulled back into the scope and we were able to remove the scope from the patient. Upon examination, the peek plug was still attached to the end of the cinch and would not detach. The physician opted to not resuture, but rather just leave the esophageal stent in place and not anchor it with suture. The physician scoped back into the esophagus and no trauma was noted or bleeding. No patient complications were reported as a result of the event. The procedure was completed without the use of sutures.

Manufacturer narrative:
H6: imdrf code a150101 captures the reportable event of cinch failure to deploy. Imdrf code a050702 captures the reportable event of failure to cut. Device evaluation: the suture cinch was returned for analysis. The cinch catheter was unraveled, the cinch wire was broken, and the handle was not returned it was detached. A suture was returned stuck in the cinch. The reported events of cinch failure to deploy and cinch failure to cut could not be confirmed because the device returned without the handle and a functional inspection could not be performed. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a suture cinch was used in an esd procedure (B)(6) 2025. During the procedure, the esophageal stent was placed in the esophagus successfully. Multiple bites were taken with overstitch nxt and the t-tag was dropped so cinching could be completed with the suturing cinch. The technician loaded the suture through the suture cinch and the cinch was passed down the scope, over the suture. The technician extended the cinch out until the rings on the catheter were visible and applied minimal pressure to the suture. The technician was not able to deploy the cinch. It did not cut the suture and deploy no matter how hard they squeezed. Finally, they "snapped" the cinch and we used the appropriate bailout technique where the cinch's handle is snapped and they manually pull on the wire with a coker or instrument. This did not work either even with considerable pulling on the wire. Finally, the suture ended up giving way and the cinch pulled back into the scope and we were able to remove the scope from the patient. Upon examination, the peek plug was still attached to the end of the cinch and would not detach. The physician opted to not resuture, but rather just leave the esophageal stent in place and not anchor it with suture. The physician scoped back into the esophagus and no trauma was noted or bleeding. No patient complications were reported as a result of the event. The procedure was completed without the use of sutures.

Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of cinch failure to deploy.